Event description:
It was reported that the patient received a message on (B)(6) that the implantable neurostimulator (ins) was not working now and/or ¿stopped working.¿ the implantable neurostimulator (ins) needed to be interrogated. The patient was coming to (B)(6) for surgery (B)(6) 2014. The caller did not know if an elective replacement indicator (eri) was showing, but would be with the patient on the date of report. The caller would see if the patient could be interrogated before coming to (B)(6). Later, on (B)(6) 2014, it was reported that the stimulator was working. The patient received your eri and was scheduled for replacement (B)(6). The device longevity was (B)(6) 2014. Additional information was requested, but was not available at the date of this report.

Event description:
Additional information received reported that the patient had a normal end of service (eos) replacement and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 377760 lot# j0546527v, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).